Event description:
On (B)(6) 2021, a perceval pvs23 was implanted. Correct positioning was confirmed at the time of the implant. One month after operation, direct current cardioversion (dc) was performed at the internal medicine department due to atrial fibrillation. Before dc, transesophageal echocardiography (tee) showed almost no perivalvular leakage (pvl), but after dc, pvl was observed. Two weeks after dc, body surface echo showed moderate pvl. On (B)(6) 2021, severe pvl was observed, and cardiac enlargement and decreased cardiac function were confirmed. The perceval valve was explanted on (B)(6) 2021 and was replaced with an inspiris valve. There were no adverse consequences for the patient. There seemed that to be no problem with the explanted perceval. The annulus of the lcc and rcc commissure part where the leak was seen did not seem to be firmly fixed, but the other parts were firmly fixed. It was difficult to confirm from the surgical field whether the position of the lr commissure was low.